Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the catheter was received with the electrode improperly furled and was not torn. The connector pins were intact. Multiple images of the electrode unraveled and not wrapped around the balloon. Functional testing found the balloon was manually inflated with a syringe and able to hold pressure. The catheter was connected to a halo flex generator and recognized as used. A test catheter was connected to the rf (radiofrequency) output cable and the received device was able to inflate properly and hold pressure. All seven electrode segments passed the continuity test on the self sizing ablation catheter (ssc) continuity test program (scoot). It was reported that the catheter curled up next to the balloon after deflation. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: e71 and e72 errors. Functional testing found that the catheter electrically erasable programmable read-only memory (eeprom) data was read and there e71 and e72 errors were observed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: rotation of the device in a clockwise direction may reduce the device diameter and aid in removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 1190a-230a, 1190a-230a haloflex energy generatorx1 (serial #: (B)(6)) flexcc-020a, flexcc-020a barrx rfa output cable (lot #: unknown) unk-barrx, unknown barrx (lot #: 011516-014x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the rfa (radio frequency ablation), the catheter curled up next to the balloon after deflation. The catheter was removed to resolve the issue. There were no loose components. There was no patient or user harm.